Manufacturer narrative:
A steris service technician arrived onsite to inspect the 5085 surgical table and found the table to be operating properly. No issues were noted with the function or operation of the table; no repairs were required, and the table was returned to service. While onsite, the technician spoke with facility personnel who stated that immediately prior to the reported event the table was not responding to a hand control command. The speed of the 5085 surgical table movement/articulation is limited by the hydraulic system design which effects these movements. The table pump volume capacity, valve sizes, hose diameters, are designed that such a rapid change in table position as reported is not possible. The description of the reported event is indicative of some obstruction stored below the table temporarily impeding the commanded table movement. A steris account manager offered in-service on the proper use and operation of the 5085 surgical table, specifically to ensure the table is clear of any potential obstructions. Steris is awaiting the user facility's response.

Event description:
The user facility reported that during a patient procedure their 5085 surgical table was positioned in trendelenburg position when the table dropped suddenly towards the floor. The procedure was completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
A steris account manager offered in-service on the proper use and operation of the 5085 surgical table, specifically to ensure the table is clear of any potential obstructions; however, the user facility declined. No additional issues have been reported.